Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a chronic totally occluded right superficial femoral artery. During a procedure, an offroad balloon catheter was used and advanced to treat the target lesion. After advancing the offroad, a lancet and a guidewire were then advanced. However, it was noted that the offroad balloon catheter was punctured due to blood coming back into the inflation device. Therefore, the physician did not try to inflate the offroad." The offroad was removed intact from the patient's body. The procedure was completed with another different device. No patient complications were reported and the patient's status was fine.